Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. Vascular access was obtained via the femoral artery. The totally occluded, 3.0mm in diameter target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified popliteal artery. A 300cm straight tip v-14¿ controlwire® was selected for use to cross the target lesion with the aid of a 14 rubicon support catheter. The v-14¿ controlwire® made a loop in between the lesion and while trying to take back the wire, the wire tip broke. The physician took a non-bsc wire and attempted to cross the lesion. The flow was stabilized with a non-bsc balloon catheter and the physician kept the broken guidewire tip distally as the physician find it difficult to snare the wire out. The procedure was completed a different device. No patient complications were reported and the patient's status was stable.